Event description:
Related manufacturer number: 1627487-2021-18778, 1627487-2021-18779. It was reported the patient was sent to the emergency room due to loss of right leg function. Patient is regaining function through physical therapy and was discharged from hospital.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.